Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for micrococcaceae (1 cfu/endoscope). The testing result cleared the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; (B)(6) 2020; unspecified microbes (3 cfu/100ml), staphylococcus hominis, staphylococcus warneri, staphylococcus capitis (the total cfu of the staphylococcus hominis, staphylococcus warneri, staphylococcus capitis is 3 cfu/100ml), second time; (B)(6) 2020; unspecified microbes (15 cfu/100ml), the device had been manually reprocessed using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc could not review the manufacturing history (DHR) of the subject device because more than fifteen years had been passed since the subject device had been manufactured. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.